Event description:
It was reported by the patient that a sling device was implanted for stress urinary incontinence in 2006. The patient developed urgency of urination five days post-operatively. Two weeks after the procedure, the device was "clipped" and loosened. The patient then complained of abdominal pain and was unable to urinate. The patient saw another doctor for a second opinion, who sent her to a third physician. She was advised to self catheterize for one week. All testing was normal; however, the doctor recommended removal of the device. The device was removed and the patient was found to have an infection and the mesh was encapsulated. The patient now complains of pudenal nerve damage, numbness in her buttocks, and extreme pain in the buttocks. She is currently taking steroid injections and medications to control her pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.